Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4) analysis could not confirm the reported event. Incoming device inspection found that the appropriate box was not checked for wireless telemetry. (B)(4) the stylus was found to be damaged, and the keyboard was broken.

Event description:
It was reported that wireless telemetry could not be established. No patient involvement or complications were reported as a result of this event.